Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit would not power on as the power inlet module was damaged. Investigation images showed there are signs of a blown fuse and burning. The power inlet module was replaced to resolve the reported issue. Review of the device history record identified no related deviations or anomalies. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device has no power. After evaluation of the device, it was determined that the unit would not power on because of a damaged power inlet module. There were signs of a blown fuse and burning. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.